Event description:
Nexiva needles are too blunt. They feel like you have to push through rubber when going through the skin. This has been happening with nexiva needles over the past month, not prior.